Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op a laparoscopic gastric bypass procedure, the patient was re-operated 4 days after surgery but did not find any bleeding in the first diagnostic laparoscopy. Then that patient was re-operated on day 5 again by the same surgeon that did the lgbp and could locate the problem in the "entero/entero anastomosis." There was coagulated blood and when removed a hole was discovered in the staple line then suture. The patient is still in the intensive care sedated at this moment but the patient is getting better. Additional information has been requested and will be sent via supplemental report upon receipt.